Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The insulation was found abraded through 16.5 and 20.5 cm distal to the df4 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. Additionally, the insulation was found squeezed and damaged 28 cm distal to the df4 connector pin. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The above-mentioned insulation damages are assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to oversensing with inappropriate shocks. Should additional information be received, this file will be updated.